Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer tried pressing button as instructed and removed pump from case, but difficulty continued, so technical support arranged pump replacement and confirmed shipping details while device was planned to be returned.